Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-00957 for the previous percutaneous lead replacement. Approximate age of device ¿ 5 years and 4 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the pump stopped while the patient was sleeping. The patient was very sick and the percutaneous lead (driveline) was previously replaced, however, the patient experienced unspecified complications which prevented the possibility of a pump exchange. The patient expired on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Evaluation of returned heartmate ii device confirmed driveline damage that would have contributed to the reported alarms and pump stop. However, a correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The vad was returned with the driveline intact. A prior driveline repair was already present. The repair was disassembled and no issues were found. Visual examination of the driveline revealed no damage to the outer silicone jacket. A breach to the bionate was identified. The metal shielding beneath the bionate showed breakdown. Examination of the underlying wires revealed fractures to the yellow, orange and black wires exposing conductors within. Insulation breaches of the red and orange wires were also identified at the same location. The insulation breaches to the red and orange wires appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. The observed fractures to the orange, black and yellow wires appeared to be the result of fatigue failure due to repetitive flexing at this location. A fracture in the black, orange or yellow wire would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults and corresponding yellow wrench advisories. If the exposed conductors of any of the damaged wires made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the reported pump stops. Additionally, if the exposed conductors of any two damaged wires of different phases made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the reported pump stop on any power source. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.